Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3550-09, lot# n0024437, implanted: (B)(6) 2005, product type accessory; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3988sbl, lot# n25391, implanted: (B)(6) 2001, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient lost 50 pounds and the implantable neurostimulator (ins) became "loose" in the pocket. The patient had a revision and the ins was move from her "butt cheek" to her side. It was stated that the ins felt as though it were "jumping around in there". Further information has been requested. If more information is received a follow up report will be sent.